Event description:
The site reported the following to medrad: the patient was admitted with a diagnosis of discitis and back pain and was scheduled for an MRI of the lumbar and thoracic spine. The MRI supervisor reported that the patient, who was under general anesthesia, received a burn on her left breast requiring an oral antibiotic and topical cream. The patient was reportedly recovering.

Manufacturer narrative:
The site declined a system service check of the veris monitor by a medrad field service specialist. There is no evidence of equipment malfunction. The site also declined additional applications training. The supervisor who reported the injury stated that it is not their standard procedure to prep the skin prior to placing the leads or to insulate the leads during use. The veris mr vital signs monitoring system operation manual states the following: "2. Prepare the patient by ensuring that hair is removed from the locations where you intend to place the electrodes. Use nu-prep gel with cotton gauze or a washcloth. A small amount of nu-prep gel should be applied to the cotton gauze or wash cloth. The area where the electrode is to be placed should then be thoroughly cleaned by rubbing it in a circular motion." Additionally, the operation manual contains the following warning: "when positioning the patient in the mr scanner, locate the electrodes less than four inches from each other and do not loop the lead set. Insulate the lead set from the patient. It is not dangerous for loops to form in the fiber optic cable."